Event description:
The lesion to be treated was 18mm in length. The vessel was pre-dilated at 8 atms with a 2.0 x 10 mm balloon a couple of times with no issues. It is reported that 50% stenosis remained following pre-dilation. Following dislodgement of the rsint25018 rx device, the lesion was successfully treated with a balloon only device. No reported patient injuries. Device evaluation: the delivery catheter and the dislodged stent were returned for analysis and investigation. The distal tip was slightly flared. The balloon had not been inflated; crimp impressions were visible along the working length of the balloon . Residue was visible on the stent; the stent was severely deformed with stretching and bunching evident. Cine image review: three still images from the procedure were also provided for review. The procedural images confirm the diseased nature of the cx. Given that the images were provided in still format it is not possible to assess the movement of the delivery catheter, stent and guideliner. The guideliner was not provided to medtronic for investigation and therefore it is not possible to determine if interactions between the resolute integrity device and the guideliner contributed to the stent dislodgement.

Event description:
Physician attempted to implant a resolute integrity 2.50 x 18 mm rx drug eluting stent to treat a lesion in the cx vessel. It is reported that the vessel was moderately tortuous, had severe calcification and 80% stenosis. The device was inspected before use with no issues noted. It is reported that during attempted advancement to the lesion resistance was encountered and the stent dislodged in the guideliner. The physician removed all products including the stent in the guideliner. No reported patient injury.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - (severe calcification and stenosis). Evaluation conclusions: patient¿s condition affected effectiveness of device - (severe calcification and stenosis).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dislodgement). No results available since no evaluation was performed - (device not provided for review). Evaluation conclusions: inherent risk of procedure - (dislodgement). Unable to confirm complaint - (device not provided for review). (B)(4).